Manufacturer narrative:
H10: additional information was received as this was an error with the scanning device and also there is no alleged deficiency or malfunction with the product. Therefore, this report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent system products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent system products are identified in d2 and g4. H10: g3. H11: h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a preparation of a stent graft procedure, a potential labelling issue with the product was allegedly found as two different catalog numbers were assigned to the same lot number. There was no patient contact.

Event description:
It was reported that prior to a preparation of a stent graft procedure, a potential labelling issue with the product was allegedly found as two different catalog numbers were assigned to the same lot number. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.